Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing low anterior resection, the surgeon is about to resect the oral side of the colon, the stapler was placed on that site. The surgeon tried to fire, but the knob could not move and the surgeon failed to fire it.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the center bar had retracted in the retainer. The loading unit displayed a full complement of staples and the interlock was engaged. No damage was noted to the knife blade. The single use loading unit(sulu) was reset and loaded into a test unit. The test instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the center bar retraction condition may occur if the loading units are unloaded improperly. After firing, if the firing knob is not fully retracted, difficulty in removal of the loading unit may be experienced and the center bar may fall back into the firing knob retainer. Replication of the engaged interlock condition may occur as a result due to improper loading of the cartridge. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.